Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio iq meter read inaccurately high compared to lab. The patient reported blood glucose results of '8.4 mmol/l' with a lifescan meter and '5.2 mmol/l' on a laboratory device, performed within 10 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-lab comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing.. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and the primary complaint was not confirmed, no faults were found. On (B)(4) 2012 the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k110637.